Event description:
Customer reported receiving a button error alarm on their insulin pump. Customer stated that the key pad was unresponsive prior to the button error alarm. Customer's current blood glucose reading is 139 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.